Event description:
A report was received that the patient's suture line for the ipg site had too much tension and was not closing well. The patient underwent a revision procedure wherein pocket site was opened up and cleaned. The patient was doing well post operatively.